Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. The calibration and quality control data before and after the event were good. There have been no further issues and the analyzer seemed to be working within specifications.

Event description:
The customer alleged they received questionable estradiol gen2 results on their e601 analyzer. The customer stated the discrepant results were reported to the clinic the samples came from. The clinic questioned the results before reporting them to the doctors. The customer repeated the samples and found lower results. All the other tests performed on the samples matched when repeated. The customer repeated approximately 120 samples on the same e601 analyzer. There were approximately seven samples from the hormone clinic with discrepant results, of which the customer provided data for one sample. The sample's initial estradiol result was 264 pg/ml. The sample was repeated twice and the results were 25.51 pg/ml and 27.92 pg/ml. The repeat results were considered correct. There were no adverse events. The estradiol reagent lot number was 17576101 and the expiration date was 02/28/2015. The field service representative was unable to reproduce the issue. He inspected the entire instrument with no apparent issues. The customer performed a precision check and the results were within the customer's expectations.

Manufacturer narrative:
The issue was not reproducible and the problem is resolved. The field service representative found that the procell filter was off and laying in the bottom of the bottle when he checked it. This is the most likely cause of the discrepant results.